Manufacturer narrative:
H10: the lot numbers were provided for the two malfunctions; therefore, a lot history review was performed. Of the two malfunctions, the reported device was returned for one, and the reported device and a lot sample were returned for the other. Both malfunctions also had photos of the reported events returned. Burst and fluid leak were confirmed for one device. For the remaining device and lot sample, the investigation is currently underway. The definitive root cause for this event is unknown. The device is labeled for single use. H10: g4 h11: h6 (device codes: 1074 - burst, 1250 - fluid leak) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0606560 chronic catheter allegedly experienced a break. This information was received from various sources. The two malfunctions both involved patients with no reported consequences. The patients¿ age, weight, and sex were not provided.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0606560 chronic catheter allegedly experienced a break. This information was received from various sources. The two malfunctions both involved patients with no reported consequences. The patients¿ age, weight, and sex were not provided.

Manufacturer narrative:
H10: the lot numbers were provided for the two malfunctions; therefore, a lot history review was performed. Of the two malfunctions, the original sample was returned for one, and a lot sample was returned for the other. Both malfunctions also had photos of the reported events returned. Burst and fluid leak were confirmed for one device. For the remaining device and lot sample, the investigation was inconclusive for the reported event. A definitive root cause has not been determined. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the two malfunctions, the reported device was returned for one and a lot sample was returned for the other. Both malfunctions also had photos of the reported events returned. The investigations of the reported malfunctions are currently underway. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0606560 chronic catheter allegedly experienced a break. This information was received from various sources. The two malfunctions both involved patients with no reported consequences. The patients¿ age, weight, sex were not provided.